Manufacturer narrative:
As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Additional suspect medical device component involved in the event: model: sc-2352-70 serial/lot: (B)(4). Description: linear 3-4.

Event description:
A report was received that the patient underwent an explant of two leads due to concerns that there was an infection around the two leads. It was later found that there was no infection.